Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system displayed high out of range right ventricular (rv) pacing impedances of greater than 3000 ohms. It was suspected the rv lead was fractured, but this was not confirmed. The decision was made to explant and replace the associated rv lead. This ICD remains in service with the newly implanted rv lead. No additional adverse patient effects were reported.